Event description:
It was reported to boston scientific corporation that during a vaginal hysterectomy with sling procedure using a capio open access suture capturing device, the needle attached to an ethicon suture (manufactured by ethicon inc.) Detached when the physician attempted to implant a sling into the patient (sling type and manufacturer unknown). The physician was reportedly unable to locate the detached needle; hence it is unknown if the needle detached inside or outside the patient. The procedure was completed with this capio open access suture capturing device with no further complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during a vaginal hysterectomy with sling procedure using a capio open access suture capturing device, the needle attached to an ethicon suture (manufactured by ethicon inc.) Detached when the physician attempted to implant a sling into the patient (sling type and manufacturer unknown). The physician was reportedly unable to locate the detached needle; hence it is unknown if the needle detached inside or outside the patient. The procedure was completed with this capio open access suture capturing device with no further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4) the reported event of needle detachment - unknown location of detached needle.

Manufacturer narrative:
The returned device presented with no obvious anomalies. Mechanical tests performed on the device found that it was able to load, fire and catch a sample suture all three times it was actuated. No pieces of the reported detached suture were received or found inside the returned device. Per the dfu, "only needles and sutures specified for use with the capio suture capturing device" are to be used. Therefore, the most probable cause of the reported issue is user/use error. A review of the device history record (DHR) was performed; no anomalies were noted.